Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer said that while trying to perform rewind/set reservoir in the insulin pump, the customer got a motor error alarm. The customer tried to perform it again, but the same message appeared. The customer received a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a slightly loose drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked battery tube threads and a cracked reservior tube lip.